Event description:
The facility educator for infection control reported to the baxter sales representative that patient bsis (blood stream infections) have been associated with the use of the flolink device during 2008 and 2009. There is no information currently for each event. It is unknown what interventions were required. The patient outcomes are unknown. The actual samples were discarded and no companion samples are available. The facility educator has provided additional training for the clinical nursing staff. This is the related complaint for patient e.

Event description:
It was reported to boston scientific corp that a securi-t replacement gastrostomy tube was used during a gastrostoma exchange procedure performed on (B)(6), 2009 (pt age is unk (B)(6)). According to the complainant, during the procedure a tear was noticed, prior to using the obturator, on the inside of the internal bumper. The device was replaced with another securi-t replacement gastrostomy tube. The new device was placed with no issues. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The sample was discarded, the lot number is unknown and no companion samples are available.

Manufacturer narrative:
CAPA- was opened on june 26, 2009 to address blood stream infection complaints.